Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate results on the subject meter compared to the result on a laboratory device; however no results were provided for either device. Although the patient reported that she subsequently developed "hypoglycemia" no physical symptoms were provided. There was no indication that the patient received any treatment for her symptoms. This complaint is being reported because the unknown results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.